Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endopsthesis improper component placement and occlusion.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After plc161400j was deployed, it was confirmed that the left internal iliac artery was unintentionally covered by the device. No treatment was performed toward the unintentional obstruction of the iliac artery. Smart stent was placed in the left external iliac artery where it was tortuous, and the procedure was completed. The physician deployed the device by using roadmap image and reported he could not determine the accurate position to land.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.